Manufacturer narrative:
No complaint fiber was received within the timeframe of investigation. It can be confirmed holmium laser fibers are subject to 100% inspection for both visual and power testing performance defects prior to release for distribution. No process deviations were identified upon review of the complaint production lot records. The root cause of this complaint was not confirmed but with the information available it is likely it may be related to the state of the customer laser, such as alignment.

Event description:
A notification was received regarding a holmium fiber unit which was reported to have burned during use. No patient harm or impact was reported.